Event description:
We had an issue with two of the disposable minerva es handpieces. We kept getting an error code 005 which says to replace handpiece. This occurred twice. The third one finally worked. Item minerva es, cat# min9770, lot # 24l2204. For both. Reference report: mw5174271. Pt code: 4582. Device code: 2591.